Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of the atrial signal resulting in four bursts of anti-tachycardia pacing (atp). Device data was sent to rhythmcare for review. Data review determined on the fourth delivered burst, the rhythm accelerates to a ventricular tachycardia (vt) and is terminated shortly afterwards. Rhythmcare then provided further troubleshooting and programming options to be considered. This device remains in service. No adverse patient effects were reported.